Manufacturer narrative:
Additional information was received that patients symptoms of infection were fever, discharge from incision and pain. The infection was not device related and the cause was unknown. The physician believed that the patient had a history of (B)(6). The patient was placed on antibiotics and was doing well postoperatively. No further course of action will be taken at this time.

Event description:
A report was received that the patient had a suspected infection at the midline incision site. The patient underwent an explant procedure. No malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1200, serial #: (B)(4), description: precision montage MRI ipg sterile kit model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35 cm. Model #: sc-4319, serial #: (B)(4), description: clik x MRI anchor. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there are any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a suspected infection at the midline incision site. The patient underwent an explant procedure. No malfunction was suspected.